Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, evidence of contamination was found under the all key contacts. The keypad cover had been returned peeling off from the base to the up arrow button. All keypad buttons responded appropriately during testing. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad cover. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.